Event description:
The reporter stated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the pt's left eye on (B)(6) 2007. A anterior subcapsular cataract was observed on (B)(6) 2008. On (B)(6) 2011, the icl was explanted due to low vault and the cataract was removed, a intraocular lens was implanted. On pt's last visit, (B)(6) 2011, bcva was 20/28 and pseudophakia is okay.

Manufacturer narrative:
(B)(4) - secondary surgery.